Event description:
It was reported that the valve leaked during pre-implantation testing.

Manufacturer narrative:
The returned valve was not patent due to a large tear in the side of the reservoir. This damage is similar to damage that may be caused by contact with a sharp object. All further testing was precluded by the damage to the reservoir. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of MFR.